Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of backup vvi mode was not confirmed. Review of the device images showed one reset log entry on (B)(6) 2011, indicating that the device image was cleared in the field. Also, the device session records showed that the first reset log entry was on (B)(6) 2011. This also indicated that the device image was cleared in the field after the field event. It is believed that the device went into reset due to the excessive charging. Due to the lack of available device data, the cause of the excessive charging could not be confirmed. The device was tested on the bench and using automated test equipment and no anomalies were observed. The device was later explanted due to eri.

Event description:
It was reported that the patient presented in the ER after receiving several shocks. Upon interrogation, the device was found to be in backup vvi mode. Because of many hv charges, the battery depleted. Reset was cleared with product download. Explanted due to eri.